Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the lower extremity arteries were in poor condition. The inline sheath of the delivery catheter system (dcs) was unable to pass through the patient¿s anatomy. An 18 fr non-medtronic sheath was able to pass through. Subsequently, the valve placement was successful. Two days post-implant, arterial occlusion in the left lower extremity was noted. An emergency endovascular therapy (evt) was performed. Adequate blood flow in the left lower extremity was observed. One day later, right lower limb arterial occlusion was noted. Another emergency evt was performed. It was reported that, the patient developed ischemia in both lower limbs resulting in septic shock. Seven days post-implant, the patient died without responding to multidisciplinary treatment. Per the physician, the cause of death was due to blood vessel.

Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: the lot number of the subject delivery catheter system (dcs) is not known, and therefore a device history record (DHR) review could not be performed on the dcs. However, manufacturing controls are in place to ensure that the device met all manufacturing and sterilization specification requirements prior to release for distribution. Difficulties advancing the dcs through the access vessel is known to be related to factors such as patient anatomy and physician technique, including guidewire and introducer sheath selection. In this case, it was noted that the patient¿s lower extremity arteries were in poor condition. This indicates that the probable cause of the advancement difficulties was patient anatomy, but this cannot be confirmed with the limited information available. Advancement difficulties do not typically indicate a device malfunction or a failure to meet manufacturing specifications. Vascular complications, such as occlusion, are a known potential adverse patient effect per the device instructions for use (IFU), and are typically related to patient factors (anatomy, comorbidities, etc.), and/ or procedural effects (sheath used, user technique, puncture cut location, etc.). Based on the limited information available, an assignable root cause of the vascular complication cannot be determined and a relationship to the dcs could not be established. Infection is a procedural complication and is a known potential adverse effect per device IFU. In addition, hospital-acquired infections resulting from transcatheter aortic valve implantation (tavi) procedures can generally be attributed to a number of patient and procedure-related factors rather than device-related factors. With the limited information provided, the potential cause of the post implant infection cannot be determined and a relationship to the dcs cannot not be established. Seven days post-implant, the patient died without responding to multidisciplinary treatment. Per the physician, the cause of death was due to blood vessel. There was no information to suggest that a device malfunction or a failure to meet manufacturing specifications was related to these events. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.